Event description:
It was reported that a chair belt sensor model 8360 does not alarm when released, no pt injury reported. The reporter stated they did not see any visible damage to the belt.

Manufacturer narrative:
Alarm, failure to.